Event description:
On (B)(6) 2013, while (B)(4), manager drug safety and pharmacovigilance, organogenesis inc. (Oi) was notified by (B)(6) rn, b.s. On behalf of dr. (B)(6) for wound healing, (B)(6) regarding a female patient who received apligraf applied to both her left and right lower extremities (wound type(s), location, and duration unknown) on (B)(6) 2013. At the time of this (B)(6) 2013 apligraf application, the patient was placed on clindamycin to "reduce bioburden" (i.e., for prophylactically). On (B)(6) 2013, the patient had a second application of apligraf to both of her lower extremities. On (B)(6) 2013, when the patient presented to the clinic for her "regular" wound care visit, erythema and purulent drainage was noted on her right lower extremity wound. She was placed on clindamycin for 7 days. She did have a culture and sensitivity done, but results were unknown/not provided at this time. No additional information was known at this time. Per ms. Hill, dr. (B)(6) does not know if the events "were actually related to apligraf or not."

Manufacturer narrative:
Apligraf lot # gs1212.27.01.1a (unit # unconfirmed from customer) was packaged on (B)(4) 2013 and transferred to shipping on (B)(4) 2013. Review of the device history record for this lot indicated that all required documentation and review signatures were completed prior to transfer of the lot to shipping. Histology samples from this lot met device specifications at 10 days post airlift ((B)(6) 2013) and histology testing documentation was reviewed by qa on (B)(4) 2013. All final sterility and mycoplasma results were negative. Additionally, endotoxin testing results passed. The lot met all specifications and release criteria for shipment.